Manufacturer narrative:
Investigation summary: bd received 86 samples for investigation. Ten samples were evaluated by functional testing and the indicated failure mode for 'underfill' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes underfilled. The following information was provided by the initial reporter: " it is reported customer is experiencing under filling. Verbiage received, - "lithium heparin tubes (lot 9126505) vacuum is only filling the vacutainers with 1/3 to 1/2 the volume other lithium heparin tubes from other lots. I have a tray of these tubes if you would like them. Impacts internal bdti research projects""